Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the harmony air g-series surgical lighting system. The user facility personnel informed the technician that the stryker surgical display monitor had recently just been installed by stryker personnel. The technician inspected the monitor and lighting system and found the bolts that connect the stryker monitor to the suspension arm of the lighting system were loose, subsequently allowing the monitor to fall and the reported event to occur. The root cause of the reported event can be attributed to improper installation by stryker. During installation of the monitor, stryker personnel should have ensured the bolts were adjusted properly so the display monitor would not move. While onsite the technician tightened the bolts on the monitor, tested the unit, and found it to be operating according to specification. The display monitor was returned to service. Stryker has been made aware of the reported event and has been counseled on proper installation practices. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, their stryker surgical display monitor connected to the steris harmonyair g-series lighting system, pivoted forward causing the plastic cover on the bottom of the monitor to fall off and contact the sterile field. No report of injury. The procedure was completed successfully.